Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a representative and healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 1 mg/ml at 0.222 mg/day via an implanted pump infusion pump. The patient's pump ran dry because of a clerical error with the patient's hcp. The patient's pump was refilled on (B)(6) 2015 and the patient's dose was reduced by one half.